Event description:
Remote alert on ICD [implantable cardioverter defibrillator] for voltage was too low for projected remaining capacity. Confirmed with boston scientific tech support--recommendation to replace ICD generator within 90 days. Patient scheduled for ICD generator replacement [redacted].